Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5; b.6; d.6b; h,6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed via MRI. Device remains implanted.

Event description:
Patient reported, left side rupture. Confirmed via MRI. Healthcare professional, additionally reported, capsular contracture, baker grade unknown. Healthcare professional, later reported, "hole, non-specific". Healthcare professional, additionally reported, that the baker grade is IV. Patient undergone open capsulectomy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4.

Event description:
Patient reported left side rupture confirmed via MRI. Healthcare professional additionally reported capsular contracture baker grade unknown. Healthcare professional later reported "hole, non-specific." Healthcare professional additionally reported that the baker grade is IV. Patient undergone open capsulectomy. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure stress mark, crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.